Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two 6f launcher guide catheters were used during a right radial procedure to treat a lesion. For the first device, there was no damage noted to the packaging. The device was removed from packaging per IFU with no issues noted. The device was inspected with no issues noted. The device was prepped per IFU with no issues noted. Excessive force was used. The device was excessively torqued. It was reported that the shaft of the catheter kinked right away when torqueing the catheter while in the patient. The patient is alive with no injury. For the second device, there was no damage noted to the packaging. The device was removed from packaging per IFU with no issues noted. The device was inspected with no issues noted. The device was prepped per IFU with no issues noted. Resistance was encountered when advancing the device. Excessive force was used during insertion/delivery. The device was excessively torqued. It was reported that the shaft of the catheter kinked right away when torqueing the catheter while in the patient.. The patient is alive with no injury.